Event description:
Personnel disconnected blanket from unit placing tubing approx 6 inches from pt's hand. Device used at a mid-temperature range for local warming of hand for approx 30-45 minutes. 2 1/2 hours after surgery pt awoke with severe left hand pain. Redness and edema of hand noted, 2nd degree burn of hand diagnosed.